Manufacturer narrative:
Device evalauted by MFR: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 4mmx32mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the tip of the stent struts were lifted . The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 4mmx32mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the tip of the stent struts were lifted . The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.